Event description:
Patient and patient's wife contacted dexcom technical support on (B)(6) 2014 to claim low audio output patient experienced on the morning of (B)(6) 2014, resulting in a hypoglycemic event.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The complaint of low audio output could not be confirmed.

Manufacturer narrative:
(B)(4).

Event description:
Patient and patient's wife contacted dexcom technical support on (B)(6) 2014 to claim low audio output patient experienced on the morning of (B)(6) 2014, resulting in a hypoglycemic event. Patient's wife relayed that patient went to laptop and collapsed over the chair. Patient's wife indicated that patient never heard alert, as the device was too far away to hear. Usually, patient stated, the alert is heard all over the house even if device is in another room. Patient's wife took a finger stick of patient and results read 30. It was then that patient's wife called 911. Patient's wife stated that patient was in a diabetic coma at the hospital intensive care unit (ICU) for over 12 hours. At the time of the call to dexcom technical support, no further medical intervention or injuries were reported. Patient's current condition was described as not well, but at home.